Manufacturer narrative:
The following devices were also listed in this report: triathlon size 4 inser; cat # unknown; lot # unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding instability involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to instability. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As part of an investigator initiated study, a spreadsheet was provided indicating that the patient's left knee was revised due to instability. The femoral component and insert were revised.